Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range impedance measurements. Therefore, a lead revision was performed and this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5 describe event or problem.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range impedance measurements. A pacing system analyzer (psa) confirmed the lead was the cause of the impedance issues during the extraction procedure. Therefore, a lead revision was performed and this lead was explanted and replaced. No additional adverse patient effects were reported.